Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was confirmed by a company representative who adjusted the settings to address the offset values. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause of the reported event can be attributed to the flap settings out of specifications.

Event description:
The event occurred during femtosecond laser flap treatment.

Manufacturer narrative:
Software revision is 2.3. A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported about a thickening of the flap during a cataract procedure. The thickening was noticed after the surgery as an additional measurement. The thickening of the flap occurred in one direction. There was no patient harm, and postoperative patient's visual acuity (va) was good.